Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The international manufacturer's sales representative reported the touchscreen was not responding as it should be in operational check at sales office. A button which the sales rep did not touch responded. There was no patient involvement.

Manufacturer narrative:
The unit was received at the international service center. The service technician found that the touch position on touch panel was misaligned. Irresponsive touch panel was not found. Touch panel was calibrated but misalignment of touch position was not resolved. Touch panel was replaced and then the event was resolved. Calibration was performed and then no abnormality was found.